Manufacturer narrative:
Patient age and weight requested but no provided. Related MFR # 2916596-2022-13620. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for evaluation concerning a damaged modular cable. The log files captured a driveline power fault on (B)(6) 2022 at 21:40:27. This damage was likely due to an issue with the modular cable. The device function was not affected by this event. The modular cable and system controller were exchanged and the alarm had not returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault was confirmed. The log file spanned approximately 5 days (31aug2022 to 05sep2022 per the timestamp). Driveline power fault alarm activated on 04sep2022 at 21:45 due to broken power a. The alarm continued activate through the end of the log file despite showing no controller fault flag. The alarm did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The log file from new controller, serial (B)(6), spanned approximately 1 days (05sep2022 to 06sep2022 per the timestamp). No additional driveline power fault alarm was observed. Visual inspection of the returned modular cable, lot 190294, revealed multiple rescue tapes. The cable with the rescue tapes was operated on a mock circulatory loop and no alarm was reproduced. The integrity of the internal wires of the modular cable was tested which passed without any issue. The cable was stripped down to the wire revealing a severed wire along with damaged wires insulator. The cable was reconnected to the mock loop and reproduced driveline power fault alarm. A root cause of the reported event was determined to be damaged wires. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting explain how to properly interpret and troubleshoot alarms including driveline power fault. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the modular cable. No further information was provided. The manufacturer is closing the file on this event.